Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the recipient¿s test data indicated impedance issues. The recipient's device will reportedly not be explanted at this time. The recipient is using the device and is satisfied with performance. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration. A CT scan confirmed electrode migration. Revision surgery is under consideration.